Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon component of a feeding catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device returned was one 14 fr tri-funnel repl gastrostomy feeding tube. The complaint of ruptured balloon is confirmed. Visual, microscopic and functional testing was performed. The results of the evaluation indicated a nearly longitudinal split in the balloon near the center, with a granular break surface, curling of the edges of the break, and stretching of the material. The material was bunched up in the region of the burst. The complaint of a balloon rupture is confirmed. While a definitive root cause could not be determined based upon available information, a likely cause of burst in this device is overpressurization due to overfill during use. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU (pk0732741, rev. 2) states: ¿check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿ ¿¿do not exceed the maximum recommended inflation volume¿¿

Event description:
It was reported that the balloon component of a feeding catheter allegedly ruptured. There was no reported patient injury.